Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited decreased r-wave amplitude and increased threshold measurements which resulted in loss of capture. It was found that the lead had micro-dislodged. Subsequently a revision procedure was performed where the lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.